Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-55 - user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI #: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 128, 170, 130 and 99mg/dl. The customer is stating that when they compare their results from their meter to sister's meter (unknown meter) it is reading 60 points lower. The expected fasting blood glucose test result range is 110-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter is stored according to specification in the living room. During the call a blood test was not performed by the customer. Customer declines to conduct back to back test due to not having enough blood sample to conduct back to back blood test. The test strip lot manufacturer's expiration date is 10/16/2020 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6).